Event description:
It was reported that during the pacemaker implant procedure there was myocardial perforation. When the lead was repositioned, the physician found high resistance and abnormal in junction between the device and lead. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.